Manufacturer narrative:
Implant date: (B)(6) 2016.

Event description:
It was reported that a thrombus and a stroke occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a watchman ® laa closure device & delivery system (wds) were used. In (B)(6) 2016 the procedure was completed successfully and with no patient complications. On the 45-day and 1 year follow up a transesophageal echocardiography (tee) was performed. The patient was doing fine at both follow ups and there was no presence of a thrombus. A complete seal of the closure device was noted at the ostium of the laa. On (B)(6) 2018 the patient presented with a device related thrombus. The thrombus was on the face of the device. On the same day the patient suffered an ischemic stroke. The patient had been on 81mg of aspirin. The patient is doing okay now and is being treated with 325mg of aspirin and oral anticoagulation therapy to resolve the thrombus.